Event description:
Procedure type: reconstruction of the maxilla and the zygomatic bone using free microvascular osteocutaneous fibular flap. Postoperatively, with the pt still under general anesthesia, was moved to the ICU. A minor passive nodding or twisting of the neck was observed by the staff when moving them when the pt had been placed in bed, a hemorrhage occurred from the right side of neck. The anesthesiologist immediately put pressure on the bleeding area. The estimated blood loss was 600-700 milliliter. The bleeding vessel was identified as the facial artery. It was observed that only one clip was securely in place and the other clip had become loosened. Bleed was stopped by suture.